Manufacturer narrative:
Correction numbers: 1627487-07262012-001-c, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref. MFR. Report: 1627487-2013-24224. It was reported the patient experienced heating at his scs ipg pocket site while charging. The patient also alleged he experienced power surges from the device. Additionally, the patient complained the device progressively lost the ability to recharge. Consequently, the patient's scs system was removed in july of 2011. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.